Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor was not taking full nibp readings. The nibp was only pumping to 30-35 mmhg and no error messages were displayed. Today, however, the device is able to take proper readings without any issues. Currently, the device is functioning properly. He was wondering what may have caused the issue. Since they are unable to duplicate the problem, we cannot determine the root cause. Tech support (ts) advised him that it is possible there was a faulty hose or cuff, or that the connections were not secured properly at the time. At this time, he is unable to duplicate the issue. No patient harm was reported. Investigation conclusion: based on the available information, the customer was unable to duplicate the issue, and the device is functioning as expected. No further investigation will be performed.

Event description:
The biomedical engineer (bme) reported that the bedside monitor was not taking full nibp readings. The nibp was only pumping to 30-35 mmhg and no error messages were displayed. Today, however, the device is able to take proper readings without any issues. Currently, the device is functioning properly. He was wondering what may have caused the issue. Since they are unable to duplicate the problem, we cannot determine the root cause. Tech support (ts) advised him that it is possible there was a faulty hose or cuff, or that the connections were not secured properly at the time. At this time, he is unable to duplicate the issue. No patient harm was reported.